Event description:
A 26mm x 15mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted for the endovascular treatment of an abdominal aortic aneurysm in 2000. The aortic neck size is unknown and the right iliac vessel was reported to be "tight." It is reported that the stent graft was successfully deployed, however, the physician reported that he met resistance upon trying to pull the runners down, which he described as "sticking." The delivery system was removed from the pt. Further info from the facility is pending. The pt was reported to be fine post procedure and there was no add'l adverse clinical sequelae reported related to this event. The device was not returned for returned goods investigation.